Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of the most recent no delivery incident was 330 mg/dl. Troubleshooting was initiated for the no delivery alarm and no apparent anomalies were noted on the insulin, tubing, and pump. The customer was advised to revert to her medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.